Event description:
It was reported that one day post implant, sensing was observed to be low. Acceptable values could not be obtained with a reposition; therefore, the lead was removed.

Manufacturer narrative:
The reported sensing anomaly could not be verified in the laboratory. The lead exhibited normal electrical characteristics. Dried body fluid in the header and inner insulation prevented helix retraction. After cleaning and cutting, normal helix mechanism was found.